Event description:
It was reported that pump malfunction occurred with code malf 16 and could not be reset, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to ensure insulin delivery and was instructed by technical support to place malfunctioning pump.